Event description:
Customer reported the system is displaying a disc failure message. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reloaded software and replaced the sram. System operates as intended. This MDR is related to ge healthcare complaint.